Event description:
Reason for revision given as pain and excessive metal on metal wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other similar reports against the product/lot code combinations since their release to distribution. A review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided and product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added: (lot number and UDI). Product complaint # (B)(4). Investigation summary: conclusion and justification status: the complaint states new unity record created in order to update legacy complaint number (B)(4). Two revisions on patient. Therefore 2 complaints created this is for 2nd revision. Link with (B)(4). Symptoms following primary surgery were pain and increasing leg length discrepancy. According to the information provided by client's legal rep, the client was implanted with a corail stem (B)(6) 2008. On (B)(6) 2008 the cup needed replaced. The pain continued and total revision took place on (B)(6) 2010. Reason for revision given as pain and excessive metal on metal wear. Letter states that a report by dr (B)(6) supports this. First revision (B)(6) 2008- replacement of stem 2nd revision (B)(6) 2010 prothesis replaced entirely. Please note this will be logged under 2 complaints for each revision - this is the record of the first revision. A review of complaint databases did not identify any other complaints under the lot number. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.